Event description:
A customer reported to beckman coulter, inc. (Bec) that the rinse cup was missing from the dispense probe of the coulter lh 750 slidemaker and that there was blood at the bottom of the instrument. The operator was wearing a lab coat, eye protection and gloves at the time of occurrence. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. Neither death nor injury resulted from this event and there was no change to patient treatment.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. Per the fse, the rinse cup had fallen off when the customer was cleaning it. Fse reattached the rinse cup which resolved the problem. Fse instructed the customer on proper technique of cleaning the rinse cup and reattaching it. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Root cause of the leak is associated with the detached rinse cup.

Manufacturer narrative:
This follow up report is submitted to correct MFR report number and contact office - manufacturing site.